Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the recent attempted implant of this device, impedances were within normal ranges via the pacing system analyzer (psa) however once connected to the device, noise and out-of-range (oor) impedances of greater than 2000 ohms were noted. A tug test on the lead was performed and the lead pulled out easily. Boston scientific technical services (ts) was consulted and recommended going counter clockwise on the setscrew until free spinning was noted, then try to reconnect. The physician did that and still noted oor impedances. Ts further recommended to visually look down the port while no leads were in the header and try to tighten the setscrews, the physician stated they did that, and noted both setscrews moved in the port appropriately. The physician then placed the right ventricular (rv) lead into the atrial port, and noted normal impedances and sensing. Then the right atrial (ra) lead was placed in the ventricular port with normal measurements. Then, removed and placed both leads where they were supposed to be placed and everything looked normal. At that time, it was decided to go ahead with the implant. To date, no adverse patient effects have been reported.